Event description:
Atty reported that "this action [is] for personal injuries and death suffered by" pt. Details provided related to the event are: in 2006, pt underwent a hernia procedure during which, physicians implanted a bard composix kugel mesh in pt. On five days later, pt was re-admitted to the hosp due to infection three days post-implant. Ascites was leaking through several gaps in the fascia that had been closed over the ck patch, and the mesh was removed as a likely source of and harbor for the infection.

Manufacturer narrative:
The complaint report rec'd does not contain any details (including the cause or date) related to the pt's death. Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned or request for add'l info has not been responded to. No conclusion can be drawn at this time. Add'l info including pt info, copies of medical info/records and death certificate/autopsy report have been requested. We will submit a f/u report when/if prod is returned for eval or add'l info becomes available.